Manufacturer narrative:
The company representative has confirmed that they ¿will watch for any critical changes in the settings, or system messages (sm) in the work, (which may accidentally have been made by the new nurse). The plan will be to adjust the settings, and solve the problem. In addition to this, a recommendation was made (by the company representative to the customer) on the use of bss. The recommendation states that the bss is to be reinstated with continued usage and to discontinue the use of the saline solution. The company sales representative noted that after the clinic was supplied with the balanced salt solution (bss), the swelling cases disappeared. The compressor was repaired by the clinic; questions about postoperative results were resolved. The surgeons use different settings and change them with each other. A detailed analysis of the case with the surgeons and nurses found that they had run out of ultrasound needles, and they are currently reusing them. The clinic will not be able to replace the saline solution with another manufacturer, or will purchase bss. A communication was received from the company representative, who accompanied the customer for observation during a surgical procedure. All pertinent information has been captured in the clinical evaluation. No non-conformities related to the system were identified and no parts have been replaced. No sample has been received. The system was manufactured on october 18, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received indicating the facility is no longer having any edema after switching balanced salt solutions.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that multiple patients who had cataract surgery presented in the postoperative period with edema over a larger area of the cornea. The area of the tunnel is clear, which indicates a high degree of probability of hydro-injury of the endothelium. Additional information was received indicating as of current, nine patients have been treated and discharged and one patient is on conservative treatment in the department.